Event description:
It was reported that a revision surgery was performed due to primary insert broke in the patient after 10 years. No more information presented.

Manufacturer narrative:
The associated journey bcs articular insert was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of product information. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.